Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a 6 craniofix absorbabl.clamp sterile 11mm (part # ff016) was used during a procedure performed on an unknown date. According to the complainant, three (3) months after the surgical procedure, the scalp just above the cfa contracted and became thin, and eventually the scalp was torn. The doctor re-sutured in the outpatient department, however, after approximately a half year, the patient was re-sutured with general anesthesia surgery. The complaint device has not been returned to the manufacturer for evaluation. A revision surgery was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Correction: b5 updated - original implantation year. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Manufacturing specifications were valid at the time of production. Explanation and rationale/conclusion and root cause: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing - , or design- related failure. In the event that the complaint product will be provided for investigtaion in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Original surgery: 2018, date unknown.